Event description:
The user facility reported that during an unspecified procedure, the basket of the lithotriptor did not open after grasping the stone, which prompted the physician to perform an emergency surgery to extract the device from the patient. The current condition of the patient is unknown.

Manufacturer narrative:
The device referenced in this report was returned to original equipment manufacturer for further investigation. The cause of the user's experience cannot be determined at this time. A supplemental report will follow if additional and significant information becomes available at a later date. This report is being submitted as an MDR in an abundance of caution.